Event description:
(B)(4). Really bad pelvic pain on both sides more on my right side. I have heavy bleeding during cycle with huge blood clots and horrible cramps. I get really bad headaches and I get dizzy. Since getting the essure I've been very emotional because the pain keeps me from interacting with my kids. I get a tingling / numbness on my thighs and in my feet. Pain during intercourse . I can't even exercise or stretch because it feels like someone is down there pulling my stuff apart.

Event description:
(B)(4). Oh my goodness I had way more problems then that just wasn't for sure it was the essure but now I know it most definitely was. I had a hysterectomy on (B)(6) 2016 and I feel a thousand percent better like I did before essure. I'm so glad to be pain free now I can enjoy the things I used to do.